Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle came off of the suture (e.g. Removal from package, during passage through tissue, during tying, etc.)? Event date? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that an animal underwent an unknown procedure in 2021 and suture was used. During the procedure, the needle came off from the suture. No adverse patient consequences were reported. Additional information was requested.